Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site checked the system and found that system not booting. Upon troubleshooting, fse found there is an apparent communication failure with the suite pc. The field service engineer replaced and installed new components, but the issue persists. To resolve the problem suite pc, x-ray pc, and disks were swapped. And system software loaded, and the license file was installed, and the rsn lod fco was configured. Th defective parts were sent for further analysis and for x-ray pc no failure found but there is s60-unit malfunction on suit pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.